Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer nurse reported via phone call that customer in emergency room because of high blood glucose and blood glucose value was 500 mg/dl. Customer was treated in the emergency room. Customer nurse also stated that the insulin pump was not delivering insulin. The insulin pump will not be returned for analysis.